Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 414 and 419 mg/dl and they took 4 units insulin via manual injections. Customer did the rewind process today and on (B)(6) 2020 but the insulin pump was showing the last reservoir started was (B)(6) 2020. Customer declined to troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.